Event description:
Trans1 wishes to refute the claims and opinions provided in maude report (B)(4). Due to the absence of details regarding the reported complications, trans1 was unable to substantiate any of the claims presented. Trans1 also refutes the opinions provided in the report and can not substantiate them due to the absence of any identification for the reporter. The MDR process is intended to identify potential issues with products and trans1 appreciates knowing about any such event. Maude report (B)(4) contained statements of opinion that are outside the scope of the MDR process.